Event description:
It was reported that during a da vinci surgical procedure, a maryland bipolar forceps instrument broke. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the reported complaint. The instrument was placed on a is 3000 system and driven. Recognition and engagement passed. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. An additional finding was various scratches on the distal end of the main tube showing light material removal and a rough surface finish. The scratches were .139 - .194 in length and not axially aligned with the tube. Failure analysis concluded the damage may be due to mishandling / misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; tube abrasions with material removed, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.